Event description:
It was reported that the pump alarmed no disposable clamp tubing 4 times on the date of event. The medication 5fu (5 fluorouracil) was infused at a rate of 2.6 ml per hour. The remaining volume was 50.9 ml, and volume given was 68 ml. The event occurred during infusion at the patient's home, and the operator of the device was patient. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.